Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not appropriately detect an episode of ventricular tachycardia (vt) but detected supra ventricular tachycardia (svt) instead and withheld therapy. The patient was described as being symptomatic as a result. The ICD remains in use. No further patient complications have been reported as a result of this event.